Event description:
Reportedly, the distal end of the cannula chipped, disengaged into the patient cavity, and was subseqently retrieved to complete the case without further incident. Procedure: unk. No patient injury reported.